Manufacturer narrative:
Submit date: 05/31/2017. An investigation of the reported condition was performed and a device history record review of the reported issue confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Based on the investigation and analysis, the most possible root cause would be that the employee mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated their weighting system from jan,2015 (weight 2 times, previously 1 time) and also updated related the procedure to clearly specify the inspection process and disposition method during the weighting process, and also trained the operators to pay more attention during this process. This complained lot was made prior to the improvements taken. This complaint will be used for trending and tracking purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/21/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that they found only 9ea instead of 10ea in pack of gauze, 4x4 16ply dbl xr 10's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.